Manufacturer narrative:
(B)(4)

Event description:
An in.pact admiral drug eluting balloon was used to treat a lesion in the right sfa .approximately 21 months post the procedure pta of the right sfa and popliteal was carried out (same in.pact admiral device was used to treat the sfa and popliteal). The outcome is reported as resolved.